Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as a defective ion-selective electrolyte (ise) tubing. The fse replaced the ise tubing to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
Customer reported negative anion gaps as a result of erratic sodium (na) and chloride (cl) patient results. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided examples of cl and na results.